Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the trolley uss system was removed, and the patient received a permanent viper 2. The patient received the trolley uss system at age five (5). At the age of ten (10) it was determined that the system had prevented the patient¿s scoliosis from degenerating further, and the patient underwent removal of the trolley ¿ uss system. During the removal surgery it was noted that the t10 vertebra on the left side of the cable tie had broken. The removal of the system was completed successfully. There were no fragments generated. There was no reported surgical delay. There was no consequence to the patient. Concomitant device reported: trolley screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) trolley cable tie l170. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product was not returned. Reviewing attached picture, the complaint condition that the cable is broken can be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.